Manufacturer narrative:
(B)(4)

Event description:
Procedure: unknown. According to the reporter: the clips would not hold tight. Three clips would not close properly and one was stuck on the staple, on the wrong side. The clips were not loading properly. There was unanticipated tissue loss when removing the malformed clips. There was tissue damage to the clamped vessel. The damage was irreversible due to bleeding. Another device was used to complete the procedure successfully.

Manufacturer narrative:
(B)(4).